Event description:
It was reported that the customer experienced high blood glucose of 28.5mmol/l and ketones. It was stated that the customer noticed moisture at the bottom of the reservoir, and a small lump on the tummy site when the infusion set was removed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.